Manufacturer narrative:
(B)(4) the device was returned for evaluation and visually and functionally tested pursuant to qrf-0387.a. Upon inspection, it was found that the opening cable was jammed between the toggle and the pulley in the end effector, which interfered with the normal opening and closing actions. The description states that the physician was attempting to close the tool in order to remove it from the cavity, implying that the clip was deployed with the device in the open position. This is not advised. The tool should be used to close the clip down onto the appendage before deployment is initiated.

Event description:
During a tt laa exclusion, the doctor opened and closed the device two or three times during placement. Delivery of the clip was successful and uneventful. When attempting to retrieve the delivery handle, surgeon was unable to close the jaws, simply removed the port out through the skin incision with device.